Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Hypodermic needle-pro® edge¿ safety device fixed needle tb syringe bent and stuck out of the safety device. A dirty needle stick occurred. Blood borne pathogen exposure protocol was started. No permanent injury was reported.